Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer found that the controller boards needed to be reseated and reconfigured. Encountered difficulty obtaining the hardware test application (hta) password but proceeded and ran hta and completed testing. The customer also tested and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawers were not detecting on the communication bus. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient resulted delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawers were not detecting on the communication bus. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient resulted delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.